Event description:
It was reported that during a da vinci-assisted surgical procedure, the power cable stuck out and the fenestrated bipolar forceps instrument stopped working. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the instrument log was performed. Per the review, the following was confirmed: system serial #, device material, and event date. The instrument was last used on (B)(6) 2022 on system sk3322. The instrument had three uses remaining after last use. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that the fenestrated bipolar forceps instrument had conductor wire damage during a procedure. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for is not applicable. Field is blank because the product is not implantable. Information for the blank fields is not available. Fields are not applicable.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3 failure analysis investigation results can be found in the following fields: h6 and h10 intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported complaint. The instrument was found to have a broken conductor wire at the wrist. The instrument failed the electrical continuity test. No signs of thermal damage or loss of conductor wire insulation were observed. No functional test for energy activation was performed due to the wire breakage. The root cause is attributed to a component failure. Based on the additional information obtained from failure analysis investigations, this complaint is being reclassified from a reportable to a non-reportable event due to the following: while fa investigation observed damage to the conductor wire insulation, the conductor wire was not exposed. The observed failure mode has not contributed to an adverse event and is not likely to contribute to an adverse event if it were to recur. If there is no exposed conductor wire, there is no potential for applying energy to an unintended location.

Event description:
Refer to h10/h11 for follow-up information.